Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d5. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the event was caused by the faulty printed circuit (qb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection of the device by olympus the monitor did not power up due to a printed-circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer requested to return the monitor as part of the asset return process. The device was returned for evaluation. During routine inspection of the device by olympus, the following reportable malfunction was found: the monitor did not power up. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no procedure or patient involvement associated with this event.